Manufacturer narrative:
The customer did not return the test strips for investigation. As no product was returned, a specific root cause could not be determined.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4), compared to an unknown laboratory method. On (B)(6) 2023 at 10:00 a.m. The patient had an initial meter result of 6.6 inr and upon re-test, the meter result was 5.8 inr. The patient went to the pharmacy and at 11:00 a.m. Tested on a different coaguchek xs meter and got the result of 7.0 inr. Then the patient went to the laboratory and at 11:45 a.m. Got a laboratory result of 3.3 inr. The patient's therapeutic range was not provided.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Since the patient has apa, product labeling states: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. H3 other text : na.